Manufacturer narrative:
Device sample returned and analyzed. All device parameters were within expected values. Record review found no issues, nonconformances, or trends. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported to the manufacturer by the healthcare professional. According to the provided details, after the patient inserted lenses, she experienced discharge and redness in the right eye (od). The patient was diagnosed with acute bacterial conjunctivitis and periorbital cellulitis in the right eye (od). She was treated with tobramycin 0.3% to be instilled every 4 hours, and azithromycin 250 mg to be taken once daily. As of the date of the information provided, the event was unresolved with treatment ongoing. This event is being reported in an abundance of caution due to the diagnosis of periorbital cellulitis with unknown patient outcome in conjunction potential for permanent or serious injury related to this the condition of periorbital cellulitis. Should further information become available, a follow-up report will be submitted as appropriate.